Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the mislabeled hub was confirmed. A query of the complaint handling database for the reported lot revealed no other similar incidents. Based on an expanded investigation, it was determined that this was an isolated event and was not representative of the entire lot. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored. It should be noted the armada 14 percutaneous transluminal angioplasty (pta) catheter instructions for use (IFU) states: carefully inspect the catheter prior to use to verify that it has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used.

Event description:
It was reported that a 2.0 mm x 40 mm x 150 cm armada 14 balloon dilatation catheter (bdc) was selected for treatment of a lesion in an unspecified below-the-knee procedure; it was verified that both the outer chipboard box and inner pouch indicated that the device was a 2.0 mm x 40 mm x 150 cm armada 14 device. Both the chipboard box and pouch were confirmed to have been sealed prior to opening them. After using the armada 14 bdc in the patient, via femoral access, the armada 14 was withdrawn and placed on the table. When searching for the same armada 14 bdc to re-use for the same procedure, it was discovered that the armada 14 hub indicated 2.5/200 while the device itself appeared to be a 2.0/150 sized device. The device was not re-introduced into the patient. Another armada 14 bdc was used to complete dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.